Event description:
It was reported that on (B)(6) 2018, the helix would not extend and retract after lead dislodgement during implant procedure. The lead was not used and replaced. The patient condition post procedure was stable. No change in patient condition and no patient related issues.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.